Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/12/2013. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren & lawrence grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2004, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection of first course in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of left knee and received treatment with intra muscular betamethasone, at a dose of 0.6cc. On (B)(6) 2004 (after 48 hours), the pt recovered from the event of synovitis of left knee. Action taken with synvisc treatment was not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event as definite. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).